Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05468. The same patient is represented in each medwatch.

Manufacturer narrative:
This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05468 and medwatch 2210968-2013-25325. The same patient is represented in each medwatch.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05468. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat urethral hypomobility; stress urinary incontinence; cystocele; rectocele; incomplete uterovaginal prolapse; weakened pubocervical fascia. It was reported that the patient had the concurrent procedures of a anterior/posterior colporrhaphy with enterocele repair; vaginal extraperitoneal colpopexy performed during mesh implantation.